Event description:
It was reported that the ventricular assist device (vad) patient had right ventricular (rv) failure, inability to control fluids and failure to thrive. It was decided to discontinue support and subsequently the patient died.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient had right ventricular (rv) failure, an inability to control fluids, and failure to thrive; it was decided to discontinue support and the patient subsequently died. Based on the limited available information, the device may have caused or contributed to the reported event. Per the instructions for use, rv failure and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.